Manufacturer narrative:
This report is being sent to correct our previous submission. Updated the b5 statement from reportable to non-reportable as there was no evidence of foam nor blower foam degradation found in the sap. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, and/or reportable product malfunction.

Event description:
A bipap autosv adv was returned to a manufacturer service center for evaluation. There was no harm or injury reported. During the device evaluation, the service technician noted no evidence foams. The unit is functional. Additionally, the device had contamination, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.

Event description:
A bipap autosv device was returned to a third-party service center as parti of the sound abatement foam recall process with no initial alleged complaint. There was no report of serious or permanent harm or injury. During the evaluation of the device, the service technician observed object code indicating the contributed to blower foam degradation. Additionally, the service technician also noted dust contamination, and the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.